Event description:
Reference MFR reports: 1627487-2012-14232 and 1627487-2012-14233. The patient has two extensions implanted with the same lot number. It was reported the patient is requesting her scs system to be explanted. She states she is not receiving effective stimulation and needs to have an MRI done.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.